Manufacturer narrative:
On 12/17/2019, the product investigation was completed. Device investigation summary: during evaluation of the device a crease was noted on posterior aspect. Also a tear was observed within the crease measuring approximately 0.3 cm. No other anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: (left) 375cc mentor smooth round moderate plus profile saline catalog: 3502375 lot: 5686877 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 375cc mentor smooth round moderate plus profile saline breast prostheses, suffered right breast implant deflation, post-operatively. As a result, the patient underwent implant explantation with a 375cc mentor smooth round moderate plus profile saline breast prosthesis on (B)(6) 2019.